Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. It was reported that patient hadn't eaten much since the surgery and hadn¿t had a bowel movement since. Patient indicated when she ate something and wasn't able to keep the food down. Patient also took medication for her back problems and another medication for constipation. On (B)(6) 2017, patient further reported that she had soreness in lower back near incision site. On (B)(6) 2017, patient reported that she was still having some diarrhea. She pulled her wire last night and it came out. The issue was not resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.